Event description:
Almost choked. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (aquafresh big teeth toothbrush) toothbrush (batch no. S5099h, expiry date unk) for product used for unk indication. Concurrent medical conditions included ill-defined disorder (severe special needs patient and is not verbal). On (B)(6) 2015, the patient started aquafresh big teeth toothbrush at an unk dose and frequency. On (B)(6) 2015, an unk time after starting aquafresh big teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant). The action taken with aquafresh big teeth toothbrush was unk. On (B)(6) 2015, the outcome of the choking was not reported. It was unk if the reporter considered the choking to be related to aquafresh big teeth toothbrush. Add'l. Info: the mother reported that her daughter with severe special needs almost choked on the bristles of the aquafresh big teeth toothbrush by biting into the head of the brush. Her daughter continued to chew the end, for sometime before she was able to remove it from her mouth. This the first time she had used aquafresh big teeth toothbrush.